Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient's representative regarding an external device. They had a desktop charger cord with exposed wires. A request was sent to repair to replace the frayed cord. Caller said they noticed the damage when the patient was in the emergency room about 3 weeks ago because their dbs was totally out of charge, pt was frozen and they spent about 7 hours recharging back up and turned therapy back on. Reviewed some recharging best practice information and redirected to their doctor.